Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the proximal to mid left anterior descending artery. A 2.50x32mm promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent delivery system became stuck with the non-bsc guidewire and would not move along the wire. The device was exchanged with a non-bsc stent. There was an edge dissection noted with the non-bsc stent and the physician ended up using three non-bsc stents, which were delivered over the guidewire, and the procedure was completed. No patient complications were reported and the patient's status was okay.